Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the device was subjected to full functional testing, including bench handling and operational testing, and no discrepancies were identified. Although the reported issue could not be reproduced, the lcd assembly, including the color cable, display, driver cable, and inverter, were replaced as a precaution. The investigation is closed as no fault found, as a complete evaluation of the device observed no issue with the display during testing. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.